Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2020, the locking clamp of the compression/distraction device for foot and ankle did not come off. It was also mentioned that the product wherein the fisted broke. It is unknown if there was a surgical delay. There was no patient consequence reported. Surgical outcome is unknown. This report is for one (1) compression/distraction instrument. This is report 1 of 1 for (B)(4).